Event description:
It was reported that this product was explanted along with a pulse generator. The pulse generator was explanted due to infection. This electrode was explanted with no issues and the system was not replaced. There were no additional adverse events reported.